Manufacturer narrative:
The white stapler 30 reload and endowrist stapler 30 instrument have not been returned for failure analysis evaluation. Therefore, the cause of the customer reported failure mode cannot be determined. An intuitive surgical, inc. (Isi) field service engineer (fse) performed a field evaluation at the site to further investigate the customer reported issue. The fse conducted a system verification and found no issues.

Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, after firing a white stapler 30 reload with an endowrist stapler 30 instrument, there were malformed staples causing the patient to bleed. The following information is unknown: source of the bleed, blood loss volume, what medical intervention, if any, was administered due to the complication, and the procedure outcome.